Manufacturer narrative:
One device was returned for repair with complaint of missing battery stabilizers. Analysis of device found the upstream occlusion (uso) seal was separating, the downstream occlusion (dso) seal was delaminating and event log showed multiple instances of "cassette not attached properly." This indicates seal integrity was compromised and is a reportable malfunction, which could result in interruption of therapy. The dso and uso seals were replaced and device passed functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned for analysis. Device inspection found the upstream occlusion (uso) seal was separating, the downstream occlusion (dso) seal was delaminating and multiple instances of "cassette not attached properly." This indicates seal integrity is compromised and is a reportable malfunction. There was no patient involvement reported.